Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the thunderbeat 5 mm, 20 cm, front-actuated grip type s jaw broke off the probe. The issue was found during a laparoscopic cholecystectomy procedure. The intended procedure was completed with another similar device. There were no reports of patients¿ harm.

Manufacturer narrative:
Updated: b5, d8, h2, h6, h11. This report is being supplemented to provide additional information based on the approved final investigation. The phenomenon reported by the customer was not able to be confirmed as the device was not returned for evaluation. Based on the results of the investigation, the most probable cause of the additional reported failure(s) did not lead to a clear conclusion about the root cause of the reported event. Olympus will continue to monitor field performance for this device.

Event description:
No new information has been provided by the customer.